Manufacturer narrative:
The insulin pump was received with a completely broken off reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threads of the reservoir compartment was no longer holding the reservoir in place. The customer stated the threads were stripped. Customer's blood glucose was unknown. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.